Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead was found to be dislodged. There was no capture due to lead dislodgement which resulted in loss of bi-v pacing. During lead revision procedure, physician was unable to pass the lead through guide catheter. Lead was explanted and replaced. It was noted that the lead could not be flushed. Patient¿s condition was stable before, during and after the procedure.